Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 38 mg/dl. The customer reported hypoglycemia was treated with carbs and protein. The event involved product(s) mmt-381a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed. The customer reported the sensor was not reading correctly. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a blotchy screen. The customer was unable to read the screen well. The damage was affecting/impacting pump functionality. The customer reported a discrepancy between sensor glucose and blood glucose. The sensor glucose value was 400 mg/dl, while the blood glucose value was 38 mg/dl, resulting in a difference of 362 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. The customer reports receiving a sensor updating and calibration not accepted. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-381a, mmt-332a, mmt-7040a, mmt-1884. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was monitored during testing. No display anomaly-missing segments/partial display noted during testing. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or calibration not accepted alert noted. Unable to confirm alleged discrepancy between sg value and bg value. No display anomaly-missing segments/partial display noted. No damage noted on the lcd glass. Screen damage not confirmed at the front of the pump. Display anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 26-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 26-feb-2026 in the pump history file and found. 1 low battery alert (104) on 02/24/2026 10:27:00.000 and 1 nodelivery (7) alarm on 02/24/2026 (during bolus). Earliest power data available per the power management tool/detail trace file is on 03/03/2026 1:39:59 am. There was no power data available for the date of 02/24/2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the lcd glass, pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Damage-out of box not confirmed at the front of the pump, however, other cosmetic damage was noted during analysis. Display anomaly-missing segments/partial display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.